Event description:
During the procedure, the deltaplush microcoil didn't detach. The physician tried several times but did not work. Therefore, the coil was withdrawn and finished the procedure. The procedure was successfully done.

Manufacturer narrative:
The device positioning unit (dpu) passed electrical testing. The coil was found detached inside the introducer sheath. The detachment fiber melted and partially extended above the distal tip of the pet angle ring. The most likely root cause of the coil's non-detachment followed by an unintended detachment inside the introducer sheath was due to the detachment fiber temporarily capturing the suture or the coil's socket ring before releasing it inside the introducer sheath during the retraction. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was initially reported that the dcb and connecting cables were replaced. However, additional information received indicated that the dcb and ccb were not replaced to detach subsequent coils. It was also initially reported that there was noticeable resistance encountered anywhere along the delivery path in the microcatheter before reaching the aneurysm. However, additional clarification received from the affiliate indicated that there was no noticeable resistance encountered anywhere along the delivery path in the microcatheter before reaching the aneurysm.

Manufacturer narrative:
During the procedure the 1.5 mm x 2 cm delta cerecyte microcoil didn't detach. Several attempts to detach the coil were unsuccessful; therefore, the coil was removed. The entire coil was removed without any stretching or unintended detachment during the process of removal. The detachment control box and connecting cable were not replaced with use of subsequent coils. The procedure was successfully completed with no patient injury. The target site was the anterior communicating artery. Additional information received from the affiliate indicated that pre-deployment was performed. A headway 17-45 degree microcatheter was used for delivery of the coil. An adequate continuous flush was maintained through the microcatheter. There was no noticeable resistance encountered anywhere along the delivery path in the microcatheter. The coil was repositioned two times with good neck coverage achieved prior to the event. The detachment button was pressed four times. The returned device positioning unit (dpu) was returned with the coil found detached inside of the introducer. The dpu passed electrical testing. The detachment fiber melted and partially extended above the distal tip of the pet angle ring. The most likely root cause of the coil's nondetachment followed by an unintended detachment inside the introducer sheath was due to the detachment fiber temporarily capturing the suture or the coil's socket ring before releasing it inside the introducer sheath during the retraction. Although, without the return of the complete detachment system used in the procedure, a determination regarding possible contribution of these components to the complaint event cannot be made. However, as it was reported that the concomitant detachment control box and connecting cable were used with subsequent coils. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the limited available information and analysis of the returned device; a definitive conclusion regarding the failure to detach cannot be determine; however there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.